Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue with the pump. It was reported that the patient had a blood glucose reading of over 250 mg/dl with no associated symptoms reported. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. The reported blood glucose excursion dose not meet the criteria for a serious hyperglycemia. This complaint is being reported because the reported malfunction remained unresolved.